Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient that was implanted with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the device was not working properly. The patient was having a problem turning the device off and on. No further complications were reported or anticipated.